Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to right ventricular (rv) lead oversensing and fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that noise was being sensed on the pacing portion of the right ventricular (rv) lead.